Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 277 mg/dl (lab), 200 mg/dl (meter). Tests were done < 10 minutes apart with a difference of 28%. Patient did not experience any adverse events. No further information has been reported.